Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Bd was informed that this event is a duplicate report and has already been submitted FDA MDR report #3006260740-2020-02339.

Event description:
It was reported that there was a crack and fluid leak. It was further reported that a medical intervention was performed. The patient status was unknown.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a crack and fluid leak. It was further reported that a medical intervention was performed. The patient status was unknown.